Event description:
It was reported that the ventilator did not work. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not work as expected. The service engineer reported later that technical error codes indicating loudspeaker error was generated and that the problem was caused by a defective loudspeaker. The loudspeaker was replaced which solved the problem. No further information is available. The generated technical error code refers to an audible alarm error and is often due to a defective loudspeaker. If this problem occurs, it does not affect ongoing ventilation.

Event description:
Manufacturer ref.#: (B)(4).